Event description:
It is alleged that the electrocautery instrument grounds near the hook over surrounding tissues if they come in contact. It was also reported that the electrocautery head also heats up quickly as seen by the production of steam and smoke from the head, which is not in contact with the tissues. There was no reported info that there was an adverse event relating to the incident.